Event description:
Statstrip gen 2 meter sent a patient result to the wrong patients chart.

Manufacturer narrative:
Upon receiving additional information from the consumer, there were no allegations of mistreatment of patients. Though not explicitly stated by the consumer, there is a possibility for delay in treatment. This complaint is anticipated to be formally investigated. A supplemental report will be submitted upon completion of the investigation.